Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the operating room for generator elective replacement. It was noted that the patient experienced one non sustained vt episode per week. A drop in sensing of r-waves was noted. The lead was capped and replaced. The patient was in stable condition before and after procedure.